Event description:
It was reported that the non-boston scientific right ventricular lead exhibited low, out-of-range impedances of less than 200 ohms and variable thresholds. The presenting electrogram had small noise which was not sensed. The device and leads remain in service. No adverse patient effects were reported.